Manufacturer narrative:
The suspect device has not been returned for investigation. However, vyaire medical determined that the issue happened multiple times. It is advised to pull off patient from the vent. Logs shows alarms 271 and 388 triggered with o2 pressure at 3.75 bar. Informed the customer that the device needs new insp block for replacement. Results of investigation: vyaire medical determined root cause as due to defective o2 pressure regulator. As a resolution parts shipped to field service engineer (fse) for repair.

Event description:
The customer reported bellavista 1000e us having alarm 271 - o2 supply fail - no o2 dosing possible and alarm 388 - no o2 dosing possible during patient use. There was no patient harm associated with the event, however, it is advised to pull off the patient from the vent.